Event description:
It was reported that the left ventricular (lv) lead has a high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 694758 implantable tachy lead 2009 (B)(6); 638bl28 heart band 2008 (B)(6). (B)(4).